Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported they lost a lot of weight (muscle fat) from having covid back in january and reported starting "maybe about 4 weeks" ago pt noticed where their implant is has been bothering pt. Pt inquired if they could have their ins moved up. Pt reported since losing the "muscle fat" every time they sit on their implant it hurts. Pt inquired if there is a way to move ins up more so that they are not sitting on it. Pt also reported getting charlie horses in their calf on the left side and inquired if this could be related to pt's ins. Inquired if pt is feeling stimulation down their leg and pt stated they can feel the stimulation because it makes their toes curl but reported if they go to stretch their leg it will randomly spaz and shake for a second and pt will get a charlie horse. Pt stated they are not sure if this is from the device and pt's doctor instructed pt contact the manufacturer to inquire about this if it could be the stimulator resting on a nerve that is making pt's leg do this. Pt was relating both issues reported above and stated they both started around the same time "maybe about 4 weeks" ago. Reviewed considerations of decreasing/turning off stimulation to see if improves. Reviewed adverse event information. Pt stated the ins works great for pt. The patient was redirected to their healthcare provider to further address the issue.